Event description:
(B)(4). On (B)(6) 2014, the patient underwent onyx embolization treatment. During the procedure, it was reported the apollo catheter tip became stuck in the patient and was left there. On (B)(6) 2014, it was reported the patient had retromastoid left sided tiny tinnitus. The event was considered mild in severity and the patient recovered without sequelae. No further information was reported as a result of the procedure. Same event as MDR# 2029214-2015-00069.

Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no issues were noted that would have contributed to this event. The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other device involved in the event is as follows: model#: / lot#: 9777908 / dom: 07/23/2013 / exp: 06/27/2016. (B)(4).